Event description:
The product complaint report shows the customer alleged that while on a pt, the ventilator shut down with no alarms. The facility's biomedical tech inspected the device and was u nable to duplicate the reported event. The device was run for 24 hrs, passed extended self testing and returned to svc. There were no parts replaced. It is not verified that the unit failed to alarm, and no malfunction may have occurred. The customer reported no pt harm. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.